Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was pulling air out of the cartridge with an empty syringe. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.